Event description:
Healthcare professional reported "unknown rupture". This record is for right side. Device was explanted, replaced and will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "unknown rupture". This record is for right side. Device was explanted, replaced and will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d6(a), g4.

Manufacturer narrative:
Correction to b5 description of event: the previous supplemental medwatch reported the right-side device was intact and this record is no longer reportable to the FDA. However, after additional review, it has been identified that the patient was mistaken when reporting the affected side of the rupture. The explanting physician's office confirmed right side rupture after explant surgery occurred and that information remains valid. This medwatch is being submitted to re-report the event of rupture. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "unknown rupture" and later confirmed "implant that was ruptured was on [the] right side". Later patient reported rupture diagnosed via ultrasound. This record is for right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis non-penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "unknown rupture" and later confirmed "implant that was ruptured was on [the] right side". Later patient reported rupture diagnosed via ultrasound. This record is for right side. Device was explanted.

Event description:
Patient reported that the device was intact. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.